Manufacturer narrative:
The package insert states "pain, discomfort, abnormal sensation, or palpability due to the presence of the device" are possible adverse effects. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of three for the same event, reference 0001822565-2016-03821-1 and 0001032347-2016-00689.

Event description:
The operative record was received for the surgery where the devices were implanted on (B)(6) 2016. The patient had a motorcycle accident where she sustained six left rib fractures. The surgeon plated the left third, fourth, fifth, sixth, and seventh ribs. The operative record states the second rib felt like there may be a fracture there, but he was unable to get up that high. The patient believes the swelling is due to the breast moving and the plates irritating tissue and muscle. She states she also has swelling under the shoulder blade and under arm. Upon follow up with the patient, she stated her left breast is swelling and she has discomfort in any position except laying flat on her back. She stated she had an x-ray the summer of 2016 in (B)(6) after feeling pain and the x-ray was normal. She stated the surgeon who performed the surgery said it was a breast issue and not related to the implants. She is going to seek a second opinion.

Manufacturer narrative:
The patient provided a picture of her x-ray that was taken in (B)(6) 2016. Development engineers reviewed the x-ray to determine if the implanted parts have malfunctioned. According to the review, the development engineers could not discern anything from a mechanical standpoint that is amiss. The development engineers state that from what they can see, they do not have any blatant concerns. This is report two of three for the same event. Reports one and three are reported on MFR #0001822565-2016-03821-2 and 0001032347-2016-00689-1.